Manufacturer narrative:
The subject instrument was not returned for evaluation. We have not been able to obtain any further details of the event other than what was included in users medwatch report.

Event description:
Allegedly, during an esophageal repair procedure, a piece of the needle holder broke off inside the patient and was retained.